Manufacturer narrative:
(B)(4). The customer's report of an over infusion could not be confirmed because the pca and pc unit were not sequestered nor identified. Because the customer did not record the device serial number, no failure investigation could be performed. No product or event logs are expected to be returned. The root cause of the customer's experience was not identified.

Event description:
The customer reported an over infusion of morphine. An event log review was requested to determine device programming. The morphine was to be programmed for pca only. Concentration = 2 mg/ml in a 60 ml syringe. Dose = 1.5 mg. Lock out = 15 minutes. Bolus = 6 mg. One hour maxlimit = 6 mg. The pt was found unresponsive, with cool skin and diaphoretic. The pt's blood pressure was 137/50 and the blood sugar was 168. Two doses of narcan were administered before the pt became responsive. No long term pt harm was reported. No further pt or event details were available.